Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead was oversensing with subsequent under pacing. In addition, the lead had high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.